Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device failed accuracy by +7.05 percent during testing. No patient injury was reported.

Manufacturer narrative:
H10: product is beyond five years from manufacture date of 2017-11 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history record) review was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damage. Functional testing found the problem was not duplicated "failed accuracy (B)(4)" issue during the investigation. Running three accuracy tests, the pump was found to be within manufacturing specifications. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: d4: correction: model number: 6400.

Manufacturer narrative:
Product is beyond five years from manufacture date of 2017-11 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history record) review was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damage. Functional testing found the problem was not duplicated "failed accuracy +7.05%" issue during the investigation. Running three accuracy tests, the pump was found to be within manufacturing specifications. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4)., corrected data: d4: correction: model number: 6400.